Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site to analyze the instrument and instrument data. The fse determined that the cause for the discordant hgb result was due to a loose fitting on the aspirate mechanism. The fse tightened the fitting, ran precision and qc. The instrument is performing within the specifications. No further evaluation of the device is required.

Event description:
A discordant low hemoglobin (hgb) result was obtained on an advia 2120i instrument. The result was reported to the physician, who questioned the result. The same sample was repeated and the corrected result reported to the physician. There is no report of patient adverse health consequences due to the discordant hgb result.